Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) powers up with an error message. The biomedical engineer (be) also stated that the "emergency" key did not have the same "click" as the others when depressed. The be indicated that the keypad will be replaced to see if that corrects the issue. The status of the epg is unknown. No patient complications have been reported as a result of this event.